Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator upgrade procedure. Upon interrogation, the right atrial lead exhibited loss of capture and decreased sensing amplitudes. The physician alleged that the lead was damaged during a coronary bypass grafting procedure on (B)(6) 2019, which was solely responsible for the electrical anomalies. The physician also noted that the right atrial lead had dislodged during this procedure. During the upgrade procedure on (B)(6) 2019, the right atrial lead was capped and replaced. The patient was in stable condition post-procedure.